Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump model 8627 serial# (B)(4) showed that no anomaly was found. The pump passed the basic analysis, the catheter access port (cap) was patent, and it was possible to perform telemetry. No anomalies were seen when phase 2 destructive analysis was performed. The pump passed phase 1 destructive analysis, except the pump failed the maximum rate battery voltage test and the motor pulse amplitude (positive and negative tests) test. Analysis of the catheter model 8709, lot# j10925r10 showed no significant anomalies. The catheter passed the basic analysis, was patent, and no leaking was seen.

Event description:
It was reported that a pt had his pump replaced. The pt therapy was not consistent; the pt had relocated from (B)(6). Per the reporter, there had been no pt injury; pt recovered without sequela. The medication administered via the pump was lioresal 2000 mcg/ml concentration at a daily dose of 400 mcg/day.